Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. There was contrast in the inflation lumen. The shaft and hypotube were microscopically and visually examined. The balloon was tightly folded. There were numerous kinks throughout the hypotube and shaft of the device. There was a complete hypotube separation 71cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary vessel. A 2.50mm x 12mm nc emerge® balloon catheter was advanced to dilate the target lesion. However, during the procedure, it was noticed that the shaft broke. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.